Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the device provided lower spo2 values than expected. No impact or consequences to patient was reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. Both manual and preset simulation tests passed. No product performance issue identified related to spo2 and pulse rate. The unit was determined to be functioning as designed.

Event description:
The customer reported the device provided lower spo2 values than expected. No impact or consequences to patient was reported.